Manufacturer narrative:
Batch review performed on 13 november 2017. Lot 161429: (B)(4) items manufactured and released on 16 june 2016. Expiration date: 2021-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem had shifted. The patient was overweight which may have caused the shift. The surgeon revised the stem, head and liner. The surgery was completed successfully.